Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reported that the expedium single inner set screw was damaged. It was later reported that the screw had loosened intra-operatively and was replaced with no delay and or any adverse consequences. Receipt of the single inner set screw by depuy synthes spine found its threads were torn.

Manufacturer narrative:
Complaint sample (1797-02-000, lot number: arbc77) were returned to the complaints handling unit (chu) on september 29th, 2014 after the initial closure of the complaint. Visual examination of the set screw features a burr that formed from the start of the thread. The thread has been peeled from the side of the set screw for approximately 2mm. This burr would prevent the set screw from advancing down the polyaxial screw¿s threads. No other damage was present on this set screw. A root cause cannot be determined from the sample and the information provided. However, a possible root cause would be the threads of the set screws becoming unintentionally cross-threaded during insertion, resulting in thread damage during tightening. A device history review was performed no issues were identified in the manufacturing or release of this product that could have contributed to the reported event. A complaint trend analysis was conducted. No emerging trends were found. As no trends were found and the device met all manufacturing specifications, this complaint will be closed with no further action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.